Manufacturer narrative:
Concomitant medical products: mrhk tib ins 10mm m/l m2/l2; cat# 6481-3-310; lot# lcq417; mrh tibial b/plt keel med 2; cat# 6481-3-112; lot# ebhxj; triathlon symmetric x3 patella; cat# 5550-g-339; lot# 770w; mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 041985; mrhk bumper insert 3 degrees; cat# 6481-2-133; lot# lcw220; mrhk tibial sleeve; cat# 6481-2-140; lot# lde306. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient came back to the office in 2016 complaining of severe onset of pain and was taken to the operating room for wash-out and liner exchange.

Manufacturer narrative:
An event regarding pain involving an mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient came back to the office in 2016 complaining of severe onset of pain and was taken to the or for wash-out and liner exchange.